Event description:
Related manufacturer reference number 3006705815-2023-00464. It was reported that the patient was not receiving effective therapy due to the original placement of the leads. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.